Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a labral repair, the doctor used the unit to drill 5 pilot holes for anchor implantation. Four anchors were implanted with adequate fixation. It was further reported that metal shavings were observed after the pilot holes were drilled. The doctor cleaned the shavings using shaver/suction.